Event description:
Resorbable screw heads slipped through the resorbable plate two days after surgery. Co is unable to determine which screws used in the original surgery were the ones that slipped, therefore co is filing on both proudct numbers.